Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, the needle broke off of the microtip during the final seconds of the procedure. The needle was retrieved from the patient without incident. Another microtip was not used. The patient is reported as "fine." There was no harm or injury to the patient caused by the failure.